Event description:
During a (ptc) percutaneous transhepatic cholangiography procedure, difficulty was encountered delivering a smart (sds) stent delivery system in a lesion located in the (cbd) common blie duct. The physician reverted to the pull back technique to deploy remainder of stent, but the sds felt 'stiff' to deploy. During manipulation, the delivery system must have advanced and the stent was deployed folded back on itself. A second smart sds was utilized and successfully deployed within the folded stent. After the procedure, the pt was in good condition and the treated area was noted with normal mucosa.